Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical received the device for evaluation. Inspection revealed damaged back panel connector. Component was installed in known good vela unit model. Ventilator was powered in ventilate mode where the unit ventilated abnormally and displayed high peak inspiratory pressure and low priority transducer fault. Unit was powered in service mode. The event log was reviewed, found multiple instances of xdcr fault pt802 (exhalation flow transducer) have been recorded upon power-up. Alarm transducer fault was recorded on the most recent events.the reported complaint was confirmed and duplicated. Transducer pt802(exhalation flow transducer) has failed. This is a known issue which has been addressed with CAPA-000000281, scar ps-16-23 and co 102677.